Event description:
Reported discrepant sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with quickvue otc and negative with another rapid antigen assay. No confirmatory testing had been completed. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Manufacturer narrative:
Correction: b4 - added today's date of the follow-up report. H6 - added code 1227 to the medical device problem codes. Please remove code 4059 from initial report.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. An additional consumer event was also communicated which is captured on a separate report.